Manufacturer narrative:
Device will not be returned from the account for evaluation. The ceramic tip of the probe broke off in the patient and was retrieved with no incident. Based on product knowledge and on similar situations, the most probable cause for the tip to break off is that the probe was exposed to a low impedance object (i.e., scope) and the tip cracks. It is stated in the IFU for the surgeon to avoid contact with metal objects. In order to solve the impedance in the probe a new serfas generator and probes were designed and validated. This generator will detect impedance while approaching a metallic object turning down the power level reducing arcing, and avoiding ceramic breakage. This new system is currently being marketed and the hospital did receive the new unit to replace the old one.

Event description:
It was reported that the ceramic tip broke off.